Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their blood glucose levels. The customer states that the sensor is causing their levels to rise. The customer states that whenever the sensor is put on, their levels go up. The customer states that their blood glucose levels have gone up between 300mg/dl and 400mg/dl. The customer states they will be taking a break from the sensor. The customer states they will call to update. The customer declined to troubleshoot.